Event description:
It was reported that a coil dropped into an unintended area. The target area for treatment was an arteriovenous fistula located in the renal vessel. A 6mm x 10cm interlock¿ was selected for the embolization procedure. During the procedure, the microcatheter had moved. Therefore, the physician withdrew the device and adjusted the position of the microcatheter. During device withdrawal, the coil and the delivering wire could not be separated normally in the microcatheter. The coil detached and migrated into an unintended treatment area. The coil remains in this location. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: an introducer sheath, coil and pusher wire were returned for analysis. A visual examination was performed. The coil was inside the introducer sheath, the interlocking arm of the pusher wire was not with the coil in the introducer sheath. No damage was noted to introducer sheath. There was a small amount of blood present inside the tip of the introducer sheath. The pusher wire was kinked and the coil was noted to be stretched proximally. No damage noted on the interlocking arm of the pusher wire and coil zap tip during microscopic examination. The interlocking arm of the coil was missing and was not returned with the coil. The dimensions that could be measured were found to be in specification. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a coil dropped into an unintended area. The target area for treatment was an arteriovenous fistula located in the renal vessel. A 6mm x 10cm interlock was selected for the embolization procedure. During the procedure, the microcatheter had moved. Therefore, the physician withdrew the device and adjusted the position of the microcatheter. During device withdrawal, the coil and the delivering wire could not be separated normally in the microcatheter. The coil detached and migrated into an unintended treatment area. The coil remains in this location. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.